Manufacturer narrative:
The device was not returned for analysis. An event of incomplete coaptation, central regurgitation, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, the reported central regurgitation and aortic regurgitation were cascading events of the incomplete coaptation. However, a cause for the reported incomplete coaptation could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6 health effect - impact code: 4624 added.

Event description:
Subsequent to the previously filed report, additional information was received: on 19 november, an additional non-abbott valve was placed valve in valve within the navitor.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 october 2024, a 29mm navitor vision transcatheter aortic valve (serial:(B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Pre dilatation was performed with true dilatation balloon 22mm. There were no difficulties implanting and no reported underexpansion. After implantation of the navitor, there was moderate/severe aortic central regurgitation. A post dilatation with true dilatation 24mm was performed but the moderate/severe regurgitation remained. Extra visualization was performed with trans-esophageal echocardiogram (tee) and it was observed that one of the leaflets was not functioning. Pigtail catheter maneuvers were performed but the regurgitation remained moderate. The procedure was concluded and follow up was performed to the next day.